Manufacturer narrative:
This report is being sent for a correction purpose in section h3.

Event description:
Manufacturer ref.#: 357031.

Manufacturer narrative:
According to the information that is received from our fse( field service engineer), the conditions that need to be fullfilled by the hospital/user, to be able to use the ventilator in an mr environment, were not fullfilled during use. The compatibility agreement signed by the hospital was received. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked or if the ventilator is placed inside the safety line. Our conclusion is that the incident caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator was attracted to MRI machine during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).